Event description:
It was reported by a customer in (B)(6) that, once the shiley tracheostomy tube cuff was inflated, it would not remain inflated, and leaked during ventilation. De-cannulation and re-installation of a new device was required. There was no reported patient injury, and the current status was reported as stable. No additional information related to the patient is available.

Manufacturer narrative:
The device is not being returned for evaluation, as it was discarded by customer. (B)(4).